Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was discovered in a review of a patient's medical records that on (B)(6) 2010, the patient was brought into (B)(6) emergency room where it was reported that he had been vomiting for two days, was lethargic and fell before his nap hitting his forehead. It was also reported that he had a seizure prior to arriving at the hospital. A CT scan that was taken showed a significant increase in the size of the frontal horns of the lateral ventricles and third ventricle suggestive of a "possible shunt malfunction and increased intracranial pressure." The images from this CT scan were reviewed by medtronic neurosurgery, and no evidence of a ventricular catheter disconnection was observed. Several hours later, the patient was transported via life flight to (B)(6) to attempt surgical procedures to address his hydrocephalus. During the transfer, the patient was unable to breathe on his own and his pupils were fixed and dilated, but he did have a pulse. The life flight staff attempted to drain the patient from his shunt reservoir, but no csf came out. When he arrived at (B)(6), his vp shunt was explanted and an external ventricular drain was placed to relieve his intracranial pressure. The records stated that there was a "break in the shunt's catheter." The patient's ventricles were reduced in size, however, an MRI taken on (B)(6) 2010 showed a markedly abnormal diffuse cerebral edema consistent with diffuse hypoxic-ischemic injury to the cortex and diffusion restriction in the white matter of both cerebral hemispheres, which suggested an additional hypoxic-ischemic injury. After consistent examinations showing no response to painful stimuli, no spontaneous movements, and no independent respirations, the physicians concluded there was brain death. Life support was withdrawn on (B)(6) 2010.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.